Event description:
Plaintiff worked as a certified medical radiologic technologist. She used latex gloves and has developed an allergy. She suffered an anaphylactic reaction on october 18, 1996. She was diagnosed with an "allergic sensitivity to latex" at that time.